Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but no display was observed. The unit was able to obtain measurements and visually and audibly alarmed under alarm conditions. Internal inspection revealed a loose connection between the system and ui board. The loose cable was reconnected and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported a defective display. No consequences or impact to patient were reported.